Event description:
It was reported that the ilet user experienced low and high blood glucose, with lows occurring after meal announcements and a missed dinner announcement. The event involved user interaction with the user interface and reflected an improper or incorrect procedure in meal announcement practices. Symptoms included hypoglycemia and hyperglycemia ranging from 55 mg/dl to 294 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to the user interface and improper or incorrect procedure for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.